Event description:
It was reported that when using the bd pyxis¿ medbank mini that the medication request was rejected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication issue request was rejected. A technical support specialist (tss) logged into medbank myqlink (mql) and it showed that rxverify had rejected two requests and one approval being made. Tss remoted into the station and noticed that the item was not issued because it showed as rejected. Tss called pharmacy and requested help to issue the medication to patient ID (B)(6). Tss reviewed the rejection details and stated that the first rejection occurred, and the request approval expired at 8 hour which overrode the approval made. Tss contacted pharmacy and requested that expiry hours changed to 1 hour as the earliest hour. Tss navigated in mql and changed start date. Tss changed the expiry hours to 1 hour and approved. The customer stated that the medication was issued and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.